Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances. Boston scientific technical services (ts) noted that this system has a history of high shock impedances going back to (B)(6) 2016. The last delivered shock was (B)(6) 2018. Ts suspects the gradual increased impedances is due to change in lead/tissue interface such as calcification, ionization, encapsulation or change in transthoracic impedance. There is no evidence of lead impairment as there is no noise and other lead trends are normal. No adverse patient effects were reported. The device remains implanted and in service.